Event description:
It was reported that the device was used during a gyn procedure. The device leaked. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Damaged universal seal assembly. Evaluation summary: the analysis results found that the b12lt was rec'd with the seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. No functional test was performed due to the returned condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.